Event description:
The customer informed the manufacturer that the brakes mechanism on two casters (located at the head of the bed) were not holding properly when applied. There was no patient involvement.